Event description:
It was reported that while stimulation was turned on a shocking occurred at the implantable neurostimulator (ins) site. The shocking was intermittent and most noticeable when making adjustments to the ins with the patient programmer or 8840. The patient was still receiving stimulation in the pelvic area. All impedances were normal and no incident or accident was related to this event. A possible fluid short was noted. Reprogramming had been attempted but did not resolve the shocking sensation a the ins site. A surgical revision may need to take place. The patient had an appointment with their healthcare provider on (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).